Event description:
It was reported to boston scientific corporation that a uromax ultra kit was used during a urologic procedure on (B)(6) 2013. According to the complainant, during the procedure, the dilation balloon was inserted and when it was inflated to 11 atm. The balloon then burst causing the patient's ureter to bleed. The physician then decided to place a stent to stop the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a uromax ultra kit was used during a urologic procedure on (B)(6) 2013. According to the complainant, during the procedure, the dilation balloon was inserted and when it was inflated to 11 atm. The balloon then burst causing the patient's ureter to bleed. The physician then decided to place a stent to stop the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Complaint confirmed, device analysis determined that the condition of the returned device was consistent with the complaint incident. Initial examination of the returned device noted that the balloon material was fully deflated presenting a longitudinal tear. This complaint is therefore assigned the most probable root cause classification of operational context. A review of the manufacturing documentation found no other issues related to the complaint device.